Event description:
It was reported that patient presented remotely via merlin.net. Review of transmission revealed 65 non sustained right ventricular over-sensing episodes leading to pacing inhibition. The lead was capped on (B)(6) 2024 and replaced with new lead. There were no patient consequences.